Event description:
Patient was in cath lab for inferior wall stemi [st-segment elevation myocardial infarction] and had 2 stents placed in rca [right coronary artery]. The ivus [intravascular ultrasound] was used afterwards to ensure the stents were properly placed and deployed in the coronary artery. When ivus imaging was done the catheter could not be removed without also removing the guidewire at the same time. Ivus catheter and guidewire were removed together, as a single unit. It appears that ivus catheter got stuck on the wire. No harm to patient but could have potentially caused hard if a guidewire was still needed.